Event description:
The date of event is estimated. The doctor reported that during an ophthalmic procedure, extra anesthesia time was required due to defective trephine products. The procedure was delayed so that replacement products could be located. Potential safety issues could arise from additional time under general anesthesia.

Manufacturer narrative:
The date of event is estimated. Three (3) other ultra-fit pk system products were also reported. The product info is as follows: model / catalog #: 11840-775; lot #: 081442; exp date: 09/30/2011. Model / catalog #: 11840-800; lot #: 081916; exp date: 11/30/2011. Model / catalog #: 11840-800; lot #: 081577; exp date: 10/31/2011. (B)(4). A 11840-775, ultra-fit pk system, .775mm vacuum trephine. A 11840-800, ultra-fit pk system, .800mm vacuum trephine.